Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported linting blue non-xray cotton towels, pwtb04-stm, from the cardiac catheterization pack/san41ccnwi. The procedure performed was a percutaneous coronary intervention. There was no patient injury or delay for the procedure. MDR being reported based on potential risk to the patient.